Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a series of appropriate shocks, the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited an elevated sensing integrity counter (sic), along with possible oversensing and rare undersensing during an episode of fine ventricular tachycardia (vt) that was successfully treated. The lead remains in use. No patient complications have been reported as a result of this event.